Event description:
Customer observed a (B)(6) advia centaur xp hbsag result that was questioned by the physician and (B)(6) upon repeat testing. There are no reports that treatment was altered or prescribed or adverse health consequences based on the discordant advia centaur xp hbsag result.

Manufacturer narrative:
MDR 1219913-2014-00217 was filed on august 4, 2014 reporting a (B)(6) advia centaur xp (B)(6) result that was questioned by the physician and (B)(6) upon repeat testing. September 15, 2014 additional information: siemens service went on site and reviewed the system for leaks and pressure issues. No issues were observed. Service performed checked precision and found it to be acceptable. The system was fully functional upon departure. The cause for the false reactive result is unknown.

Manufacturer narrative:
The cause for the (B)(6) result is unknown. A siemens customer service engineer went on site and performed a total service call. The interpretation section of the instructions for use (IFU) states the following; "if a sample is greater than 50, the specimen is positive for (B)(6) by the advia centaur hbsag assay. Note: when the advia centaur hbsag assay is used as a stand alone assay (for example in pregnant women being screened to identify neonates who are at risk for acquiring (B)(6) during the perinatal period), all results >1.00 should be considered initially reactive. Repeat testing and supplemental tests, such as the advia centaur (B)(6) confirmatory assay must be used to confirm the result." The limitations section of the IFU states: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings.